Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). The reason for call, was that the recharger (rtm) wire that comes out of the paddle was getting very hot. Patient (pt) stated, that they went to recharge their ins last night and the ins wouldn't go up over 80%, even though recharging excellent was indicated. Pt stated, that they went to move the rtm and they noticed, that the wire coming out of the paddle was very hot, so they let the rtm cool off and then tried recharging their ins again. However, they couldn't get anything out of it. When pss asked for the event date. Pt stated, that it had been on and off. And that it would take awhile for the ins to charge. Pt stated, that they didn't notice that the rtm wire was getting hot before. But that it would take two or three hours to recharge the ins every day when the ins was at 50%. Pt noted, that the ins would normally recharge in an hour or so. Pt stated ,that maybe the rtm was going bad and that they just didn't realize. The patient was sent a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(4), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(4)), revealed there was a recharge antenna failure, recharger problem, cannot continue, call medtronic message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.